Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm on an unk date. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the left iliac limb stent had likely fractured and perforated the graft fabric, causing endoleak and aneurysm rupture. Another manufacturer's stent grafts were used to cover the area of concern. This info was reported to medtronic by the manufacturer whose stent graft was used for the intervention. No additional info was provided including documentation relating to the medtronic device that was originally implanted.

Manufacturer narrative:
(B) (4). Results: (endoleak, ruptured aneurysm). Other (lack of info, aneurysm, and vessel morphology were not report, no films or operative reports were provided). Conclusion: other (lack of info, aneurysm and vessel morphology were not report, no films or operative reports were provided). (Required intervention).